Event description:
Customer reported unexpected negative reactions with capture-r ready ID (crrid) when testing a patient sample on the echo.

Manufacturer narrative:
Reactivity of the d antigen was confirmed on retention crrs (3), lot r028, crrid, lot id105, and crrid extend ii, lot dn029. These reagents were used by the customer at the time of the event. Manual testing was performed with the customer's returned sample (reported to contain anti-d) using retention crrs (3), lot r028, and selected cells from crrid, lot id105, and crrid extend ii, lot dn029. The sample exhibited positive reactivity with all d-positive cells and was nonreactive with d-negative cells tested. Screen testing was performed with customer's sample using retention crrs (3), lot r028, on an in-house echo. The sample exhibited strong positive reactivity (4+) with d-positive cells I and 2 and was nonreactive with d-negative cell 3 as expected. A service call was made. Qc, group screen and weak d assays were performed with acceptable results. The system was tested and operated within specifications.